Manufacturer narrative:
It is unk where on the pin the fracture occured. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon attempted to drill to prepare the glenoid for reaming. As he pulled the drill out the pin came with it and the tip was broken off in the bone. The pin broke off so deep into the glenoid we could not retrieve it.